Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection revealed a small (approximately 0.5cm) hole on the tubing just under the y-connector. The cause of the condition was determined to be due to a manufacturing issue. In order to address this condition, awareness training was given. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump compatible administration set leaked. The leak was observed to be coming from a cut in the tubing just below the injection site. This malfunction was identified during priming with an unknown drug solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.